Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported the infusion sets are not sticking to the skin. The customer reports the sets fall off after 1 to 2 days. The customer has stopped using the insulin pump and is on manual injections. The customer completed troubleshooting and will call back if the issue recurs. The insulin pump will not be returned.